Event description:
This is filed to report a device damaged by another device, single leaflet device attachment, tissue injury, and intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4+. The anatomy was challenging there was a commissural gap and the posterior and anterior leaflets were restricted. An attempt was made to place an ntw clip. After several difficult grasping attempts the leaflets could not be grasped. The clip was removed. An xtw clip was implanted. There was residual mr on the lateral side of the implanted clip. An attempt was made to implant a second clip. While attempting to place the clip, the implanted xtw clip was dislodged and a single leaflet device attachment (slda) occurred. The clip detached from the anterior leaflet and the anterior leaflet ruptured. Two nt clips were implanted on either side of the xtw clip to stabilize the clip in the medial and lateral part of the valve. Three clips total were implanted reducing the mr to 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported single leaflet device attachment (slda) appears to be a cascading effect of the clip becoming dislodged by the other device. The dislodged clip appears to be due to procedural conditions. The anterior leaflet rupture was due to the dislodged clip. Tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip referenced is filed under a separate medwatch report number.